Event description:
While performing an arthroscopic rotator cuff repair, orthopedist stated the smith & nephew ambient super turbovac 90-degree suction ifs was not functioning properly. He stated it had a "weak" output of energy (despite being set on the standard settings). After a few attempts to see if it would function correctly, he asked for a second smith & nephew turbovac wand to be opened for use (the second unit had the same lot # as the first malfunctioning wand). The second wand immediately worked to the expected standard performance energy level. The surgical procedure continued without further issues.